Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 60cc ll tip convenience pak had foreign matter the following information was provided by the initial reporter: it was reported by customer that foreign particulate was observed between the rubber stopper ribs and the syringe barrel. Verbatim: rcc received a complaint via email. Email(s) attached. Date initiated 05-jan-23, supplier bd, complaint details foreign particulate was observed between the rubber stopper ribs and the syringe barrel.

Manufacturer narrative:
Our quality engineer inspected the 1 photo and 1 sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection and testing of the sample. Analysis of the sample showed that there was some type of foreign material within the syringe. The material underwent fourier-transform infrared spectroscopy (ftir) testing to try to determine the composition of the foreign object and the results showed that the best fitting match was some type of silicone oil. The match percentage of the material to our example was not high enough, the results are considered inconclusive. Based on the photo and the ftir analysis, even though it is inconclusive, this event is considered to not be a defect. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
1. Any adverse event or serious injury reported to patient or healthcare professional? No. 2. Was there a delay of, or change in, the course of treatment due to the event? No. 3. Any sample or photo available for investigation? Photographs were attached to the complaint. Samples may still be available for return per your request. 4. How was the patient outcome? Are there any clinical signs, health consequences or impact? No patient impact, the defective syringes were not used on patients. 5. How was treatment completed for customer? Drug product was rejected following discovery of defect. 6. Patient status? Not applicable. 7. Any picture of this complaint attached to the original email. 8. Please explain elaborate issue? Particles were observed in the syringes between the rubber stopper ribs and syringe barrel. 9. Date of event? Date of discovery was 11dec2023. 10. Physical available/not available? Samples may be available for return. 12. Customer address? (B)(6).